Event description:
Reported noted screen went blank after being on for two hours. Happened several times after attempting to cycle power. Case was cancelled, closed the eye and sent patient home. Case will be rescheduled.